Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was experiencing difficulty communicating with external devices. As a result, the patient plans to undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was slated to be relocated; however, the physician electively replaced the ipg and the issue was resolved.